Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the parkinson's disease patient¿s implantable neurostimulator (ins) was turned on in (B)(6) 2014 and was reprogrammed three times, their ¿symptoms of trembling legs and unstable walking got obviously better.¿ however, it was further reported that ¿from (B)(6) 2014, the symptoms repeated again.¿ the patient was scheduled for a reprogramming session for nine days after initial report as a result of the event. Additional information from 15 days after initial report indicated the patient had not been reprogrammed however. It was stated the ¿the patient¿s legs were trembling and she stood unstably¿ at that time. It was ¿unknown¿ whether the patient was receiving effective therapy. A supplemental report will be filed if additional information is received.

Event description:
Additional information reported the patient's voltage was increased from 1.6 volts to 1.8 volts during a reprogramming session the day prior to follow-up. As a result, the patient's symptoms of legs trembling and standing unstable was improved. "It was stated the patient's trembling issue was relieved&#55297;nd she could "stand shortly" at that time.